Event description:
The distributor reported on behalf of the user facility that a crack was found on the ventricular catheter around 6.5cm from the distal end. The product was not in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.